Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) exchange procedure on (B)(6) 2022. While attempting to implant the ICD, it was noted that there was high pacing lead impedance due to device header connection. There was difficulty in disconnecting new ICD header from the atrial lead. Hex wrench could not unscrew the lead as well.. After multiple failed attempts, the anomalous ICD was removed without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of impedance and header anomaly could not be confirmed. Visual inspection of the header did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.